Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient had the dura punctured during the implant procedure and the cerebrospinal fluid (csf) leaked. The patient developed a post-dural puncture headache. The patient underwent an epidural blood patch and the patient was doing well postoperatively.